Event description:
Report received of an under-delivery of cardizem with no pump alarm. The cardizem was mixed in a 50ml bag of fluid. The concentration of the medication was unknown. The cardizem was set up to infuse at 10ml/hour. Four hours after the infusion was initiated, it was noted that there was only approximately 10ml gone from the bag. The customer contact did not know what the pump display indicated had been infused. There were no reported pump alarms. The pump was removed from clinical service and the infusion was continued using a different pump, but the same tubing. There was no further reported incident, and no reported adverse pt event. According to the customer contact, the pt converted to a regular rhythm shortly after the infusion was resumed on the second pump.